Manufacturer narrative:
The reported event stated that "the dws launched integrated ice, and the dws would freeze when ice image contours were selected and saved." The case study and log files were reviewed. Attempts to replicate the freeze were attempted. The issue was not replicated. The root cause could not be conclusively determined due to the exact behavior not being replicable.

Event description:
During a radiofrequency ablation ventricular tachycardia procedure, there was a procedural delay. The catheter displayed correctly, but when attempting to save an ice image using ensite echo, the ensite dws froze. The viewmate multi, ensite dws, and ensite x amplifier were restarted multiple times with no resolution. The dws and catheter were replaced and the procedure was completed with no adverse consequences to the patient.